Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that a corner of both haptics was torn off and missing. There was evidence of a clear surgical residue. A work order search was performed on the serial number and there were no similar complaints found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens, and he could not get the lens to unfold in the eye. The lens was removed without any patient injury. The reporter stated that she believes the incident was due to a combination of the patient's anatomy and a problem with the lens. The patient is currently wearing glasses.